Event description:
Boston scientific received information through a remote monitoring system this tachycardia lead triggered an alert for out of range impedance measurements. There was no available information immediately available. Attempts to obtain any additional information from the field were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.